Event description:
A customer reported that during surgery the footswitch stopped working twice. The case was completed by unplugging and then re-plugging the footswitch both times. The case lasted a couple of minutes longer than planned. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).